Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation pressure transducer pt801 failed to calibrate. This calibration failure caused the turbine to make a shuttering sound, which in turn caused the vent to not operate. The evfaults, high/low pip, high peep, low ve and high rate errors. Duplicated the complaint allegation that the unit displays xdcr fault, high pip, high peep alarm and is ents log contains many, transducer not ventilating. This issue is addressed in an internal correction.

Event description:
The foreign distributor in (B)(4) reported that the unit displayed xdcr fault, high pip, high peep, vent inop alarm & it would not ventilate. No patient involvement.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, carefusion technical support specialist determined that reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged main board for evaluation. As of july 22, 2015, the alleged faulty main board has not been received.